Manufacturer narrative:
This report is a response to report # mw5074642. Based on the reported information, there was no death nor did this result in a serious injury, as defined by the FDA. This was not life-threatening, nor did this result in permanent impairment or necessitate medical or surgical intervention to preclude permanent impairment. However, the malfunction of the device could cause or contribute to an adverse event if the malfunction were to recur. The device was not returned and the lot information is not known, so no evaluation has been completed at this time. We believe that this report is related to 1526012-2017-00007. Our analysis of the previous device returned in report 1526012-2017-00007 determined that a combination of excessive clogging episodes and excessive fungus growth through the tubing, in combination with excessive pressure led to the failure of the device. Staff of amt met with the customer and provided recommendations to prevent this issue from occurring again, and these recommendations were not followed. Amt is currently in contact with the customer to determine if the device can be returned for examination. All information reasonably known at this time has been included in this report. Additional information has been requested and a follow up report will be completed should additional information be obtained. We have assigned (B)(4) to this report.

Event description:
As reported: pt came in for a gj exchange. Imaging showed that the internal spring had dislodged from the malfunctioning gj tube. The tube and spring were fully removed from the pt with ease. A new tube was inserted without complication. This is the second tube of this kind to have the spring dislodge in this pt. Both times the family complained of reduced flow and difficulty pushing feeds/water through the j-port.